Manufacturer narrative:
Block b3: exact date unknown, event occurred twelve months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty in charging the implantable pulse generator (ipg) as it would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.